Event description:
The external pulse generator for repair of a front case. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the upper case was broken. The lower case, lens, side bail covers, ring cover, and battery drawer were broken. The battery release, heart block, lead flex over, and case screws were contaminated. The side bails and ring were missing.